Manufacturer narrative:
The product was not returned. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported on (B)(6) 2013 at 8:30am he activated a new pod. His blood glucose measured 282 mg/dl at 9:40 am, 232 mg/dl at 10:22 am and he gave 2 boluses using the pdm bolus calculator (exact amount not provided). At 11:50 am his bg was reading 183 mg/dl, he checked for ketones and they were large. At 1:30 pm his bg measured 205 mg/dl so he decided to go to the hospital, where he received saline intravenously. At the time of the called the patient performs a diagnostic test and determined that the pod was still communicating with the pdm and he decided not to remove the pod.